Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ventricular undersensing was observed. The undersensing was resolved by programming. Device remains implanted. No further information available.

Event description:
New information notes that the patient's condition was stable before and after the reprogramming.